Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the paint was damaged and corrosion has built up on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. Defective part pwd/hld 300 double fork std bracket (B)(6) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since rust occurred and paint was peeling, which could be considered as technical deficiencies, and in this way the device contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during preventive maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury and no such events regarding to the rust issue. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling is moderate and for rust occurrence is also moderate. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. To prevent any similar incident, it is recommended to avoid collisions between devices (IFU_ 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. For the type of case at hand the subject matter expert also indicates as follows: this event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. User manual for powerled mentions the recommendations about daily inspection, proper cleaning methodology and preventive maintenance. Analysis performed on a similar case, including photographic evidence show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. In summary, peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75% (IFU_01581 en 09, page 17). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (IFU_01581 en 09, page 20). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (IFU_01581 en 09, page 35-37). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Initial reporter: getinge technician.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the paint was damaged and corrosion has built up on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.